Event description:
The defibrillator was charged to 200 joules in a pt defibrillation attempt. Reportedly, when an attempt was made to discharge defibrillator energy to the pt, the device did not respond to actuation of the quik-combo module discharge switches. This allegation was based, in part, on a lack of expected and associated offset of pt ECG display on the attached monitor strip recorder.